Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and reported intermittent audio output on (B)(6) 2015. Dexcom technical support requested that the patient test the alert functionality. Patient reported alerts did function. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and no failure was detected. The review of the receiver data log found not error related to the incident. The device was determined to be operating within the required specifications without malfunction.